Event description:
It has been reported that the system did not start and was down. The flexvision monitor was not starting up well. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start, it was down. Review of the log file showed malfunction on flexvision pc. Flexvision pc bios stack found worn out. To resolve this issue the fse replaced the flex pc battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.